Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-aug-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 1mg/ml morphine at a dose of 0.1mg/day via an implantable infusion pump for spinal pain. It was reported that the patient's pump was flipped due to patient manipulation. The catheter was very twisted and broke/separated at the pump connection site. It was reported the event took place 2 weeks prior to (B)(6) 2018. The hcp aspirated and confirmed catheter patency post connection. No symptoms were reported. The hcp decided to change the daily dose and therapeutic single bolus dose both to 0.05mg each. The manufacturer's representative (rep) wanted to have the a810 software changed because the old catheter volumes don't print out to be able to compare and confirm the old and new catheter information after a revision and after the update to the pump via the long report. The rep stated they always double check and re view that information with the doctors after the pump has been updated via the report. No further complications were anticipated/reported.